Event description:
The patient had a cardiac arrest about 1 1/2 hours into a hemodialysis treatment. The patient was successfully resuscitated and transported to the hospital. The cause of the patient's cardiac arrest is not known. The disposables used during treatment have been retained by the clinic and will not be returned to gambro. The machine was inspected by a gambro technical service representative who found it to be functioning correctly and within manufacturer specifications. The machine was returned to service. Clinical use.

Manufacturer narrative:
The actual device involved in the event was not returned and lot number is unknown. Since the lot number of the dialyzer is unknown, we identified the recent lot number sold to the customer and performed testing on two retained samples. Gambro does not regard the submittal of this report as an admission of causation or liability.